Manufacturer narrative:
An event regarding malposition involving an unknown shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to dislocation of the head from the liner. The issue was addressed by explanting the head and the liner and cementing a new liner into the existing cup to alter the version. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : not returned to the manufacturer.

Event description:
It was reported that the patient had a right hip revision due to dislocation. Surgeon removed cup and changed head as he felt the shell was in anatomic version. Competitor shell and liner were implanted along with stryker head.